Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited a high capture threshold, resulting in loss of capture after multiple attempts. It was also noted that there was a lot of rotations when the lead helix was screwed in. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification.